Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing due to episodes of atrial fibrillation. Undersensing was observed. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.